Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal calcification was observed in the cusp area and free margin of a leaflet. This leaflet also exhibited a cut area. The remaining two (2) leaflets were entirely cut out from the valve. Four (4) leaflet pieces were returned with the device in which they did not entirely match up to the cut areas. Calcification was demonstrated via x-ray and also observed on three (3) of the four (4) leaflet pieces. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect, at the inflow aspect, and into the orifice. The x-ray revealed wireform distortion of all three (3) commissures, two (2) of which were exposed on the outflow aspect. These damages are likely due to implant or explant. Method: x-ray. Additional manufacturer narrative: based on the condition of the valve upon receival, edwards is unable to conclusively determine the root cause of this event. However, calcification appears to have played a role. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this bioprosthetic aortic heart valve was explanted after an implant duration of ten (10) years, six (6) months due to stenosis. This was replaced with a 21mm pericardial bioprosthesis. No additional details provided.